Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the device handle and the basket formation both in the closed position. The mlla (male luer lock adapter) was loose. The collet knob was tight. The polyethylene terephthalate tubing (pett) measured 2.7 cm in length. The support sheath was noted to be bowed at the mlla. One wire was found to have been pulled out of the distal cannula. Functional testing noted that the handle was able to actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have 1 of the basket wires pulled free the basket cannula that holds the proximal end of the basket together. The basket wire did not break, but was pulled free from the basket cannula. The provided information stated the issue occurred during use. There are multiple possible causes for the issue: ¿ the wire may have pulled free from the force of capturing a stone, with the size, shape, and location of the stone affecting the force applied to the basket. Although the information provided stated that the devices did not see excessive force. ¿ variations in the manufacturing process may have caused the bond of the basket wire to be less than normal. ¿ the basket wire could have become caught on the scope or another device, pulling the basket wire free. There is not enough evidence available to make a conclusive determination of the cause of the issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a transurethral lithotripsy (f-tul) procedure using a ncircle tipless stone extractor, the basket wire was damaged. The procedure was performed by utilizing a flexible ureteroscope, and the urinary stone was broken up by using a laser. The user advanced the complaint device and attempted to retrieve the stones but was unable to, because the basket wire was damaged (cut). Another ncircle tipless stone extractor was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.